Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable elecsys shbg results for two patient samples from the cobas 8000 cobas e 602 module. Of the data provided, only the results for one of the patient samples were discrepant. The initial result was 1.48 nmol/l and repeated 42.79 nmo/l. The repeat result was believed to be correct. Information concerning if the erroneous result was reported outside of the laboratory or if the patient was adversely affected was requested but it was not known. The reagent lot number and expiration date were requested but were not provided. The field service representative suspect there was an issue with the liquid level detection (lld) board he replaced the board and sample probe and adjusted the pressure sensor voltage. He verified all adjustments, water pressure, and sample probe voltage. Analyzer performance testing was completed and was acceptable. The customer ran qc and results were acceptable. Further investigation confirmed the service actions resolved the issue.